Event description:
New information notes that at 3 weeks post op check, the lead exhibited an intermittent undersensing and oversensing. No intervention is scheduled, the patient would be followed normally.

Event description:
It was reported that atrial lead dislodgement was observed via x-ray. The lead was successfully repositioned on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.